Event description:
It was reported that a patient underwent a "carotid operation" where a 1x8cm vascu-guard patch was implanted. The hospital staff stated that the bleeding did not stop for 2 hours. No further information is available.

Manufacturer narrative:
No product has been returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.